Event description:
When twisting the needle onto the syringe, it does not lock properly; it spins and does not tighten down. Needles are bending when trying to pull up medication as well as when put into patient's arm. Needles have fallen out of syringe and stay in the patient's arm. The safety on the needle continues to move loosely and will flop down and not stay stationary. Safety on the needle also does not always close correctly. Some of these events have caused employee injury. Lot numbers attached are examples, but not inclusive.

Manufacturer narrative:
The retained samples of the same batch were tested: (1) simulated use: the injection needle and the rubber stopper were simulated punctured 20 times, and no curved needle was found. (2) connect the injection needle with the syringe, and the injection needle and the syringe are tightly connected and not loosened. A device history record review was completed for the lot numbers, no defects or imperfections were observed. Complaints received for this device and reported condition will continue to be tracked and trended.